Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Complaint confirmed via inspection of the unit. Mayfield skull clamp was received with the toque knob disassembled and missing parts. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported the mayfield torque screw inserted with spring would not seat and falls out. There was no known patient injury or surgery delay.